Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00157.

Event description:
It was reported that the device was removed due to the patient's condition.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product's device history records was performed on the lot numbers provided. In this investigation no anomalies were discovered. Due to no device being returned the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Two lot numbers were reported, therefore two separate manufacture dates are available. Lot: 33180670 - 29-nov-2018; lot: 33134542 - 10-jun-2018.